Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. Lot history record (lhr) review could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b2 - outcomes attributed to ae updated from "na" to "required intervention".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4: the UDI is not known as the part and lot number were not provided.

Event description:
An additional device was returned for analysis, which identified a cuff miss. It is unknown how hemostasis was achieved. No additional information was provided.